Manufacturer narrative:
Previously forgot to include the additional non-complaint products into the initial report, additional report was created to include products into d10.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the pacemaker battery life was thought to be overestimated. No intervention was done. Patient is stable.